Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, the suture thread broke while removing the device from the artery. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.